Manufacturer narrative:
The reported sensor has been returned for investigation. Visual inspection was performed on the returned sensor and no issues were observed. Sensor adhesive patch was removed from the sensor puck and the sensor tailing was observed to be intact. No issues were observed in regards to the sensor tailing. No product deficiency was identified during visual inspection of the returned sensor. A follow-up report will be submitted if additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer experienced ¿mounting pain and swelling around the sensor¿. The sensor was removed on (B)(6), but it was believed that part of the filament may have been left in the arm, which caused continuing discomfort. It was also noted, the area where the sensor had been inserted was now ¿swollen and tender to touch¿. On (B)(6) 2018, the customer self-presented to a clinic and was prescribed ¿sefcapenpiboxyl¿ (cefcapene pivoxil hydrochloride - cephalosporin), an antibiotic. On (B)(6) 2018, the customer went to a hospital where an incision was made to remove the ¿foreign substance¿ from the arm. A dermatologist then changed the medication to cravit 500 mg. (Levofloxacin, an antibiotic). Follow-up with the customer noted there was less swelling and the ¿great pain¿ has disappeared. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed and it has been determined that there was no indication that the product did not meet specification. (B)(6) investigated the returned unit and upon visual inspection, noticed that a piece of the sensor tail had broken off. DHR information for sensor lot 3995 was reviewed. Records show the mean thickness of the sensor tail is typical of the lot. Isp (inspect, sample, and pack) process were reviewed and all the measurements for this sensor are typical of the lot, and therefore the tail could not have been broken or damaged at this point, further to this there were also no human interventions / stoppages (highlighted with gaps) whilst this particular sensor was being processed. Sensor kit DHR has been reviewed and the unit passed all tests without rework and there were no deviations at the time of manufacture. The test includes 100% visual verification after the sensor, sharp, plug, and connector are assembled that the tail is not deflected and is present beyond the tip of the sharp. Only partial product was returned for this complaint which prevented a full investigation of the product. As such, investigation was performed per guidelines. An insertion-18 is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. Dose audit reports were reviewed demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed and showed no further investigation was required for insertion-18 and libre sensors. While a piece of the sensor tail was observed to be broken, it was determined to not be the cause of the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Date received by mfg) was incorrectly documented in the initial MDR submission as 2/6/2018. The correct date received by manufacturer date for the initial submission is 2/21/2018.

Event description:
A customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer experienced ¿mounting pain and swelling around the sensor¿. The sensor was removed on (B)(6) but it was believed that part of the filament may have been left in the arm, which caused continuing discomfort. It was also noted, the area where the sensor had been inserted was now ¿swollen and tender to touch¿. On (B)(6) 2018, the customer self-presented to a clinic and was prescribed ¿sefcapenpiboxyl¿ (cefcapene pivoxil hydrochloride - cephalosporin), an antibiotic. On (B)(6) 2018, the customer went to a hospital where an incision was made to remove the ¿foreign substance¿ from the arm. A dermatologist then changed the medication to cravit 500 mg. (Levofloxacin, an antibiotic). Follow-up with the customer noted there was less swelling and the ¿great pain¿ has disappeared. There was no report of death or permanent injury associated with this event.